Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct and error in the previously submitted 'if follow-up, what type?' And 'h10. Additional MFR narrative'. Additional information was received confirming that both the aware date and the explant date of this complaint is bsc aware date: (B)(6) 2022. Additional information for: b5. Describe event or problem. H6. Impact codes and device codes.